Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that her daughter was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 600 mg/dl. The mother stated that customer¿s blood glucose went above 500 mg/dl this morning. Customer was wearing the pump at time of hospitalization. Customer experienced symptoms like vomiting. Customer treated with syringes and insulin drip in hospitalization. Customer stated that the drive support cap was normal. The insulin pump will be returned for analysis